Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer changed the pump supplies to address the issue. Reportedly, the customer went to the emergency room and was subsequently admitted into the intensive care unit (ICU) with a blood glucose (bg) level of 480 mg/dl, with moderate ketones. Customer attempted to address the elevated bg by performing a correction bolus via the pump. Customer was treated with intravenous fluids of saline and insulin, which resolved the issue. Customer was released a couple hours later with no permanent damage. A system check was performed by tandem technical support (tts) and the pump is performing as intended.